Event description:
It was reported that the lead had a possible insulation issue. Poor threshold, fluctuating impedance and muscle stimulation were reported. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that blood was in/on the helix/lobe mechanism.